Manufacturer narrative:
Dr. Described delayed healing and "tiny bit of scarring" in 2007. Follow-up six months later, indicated that the infection had resolved but a small scar remained. The portrait psr3 does not contact the patient. Labeling warns that after the procedure, the treatment site may be subject to an opportunistic infection. Labeling warns: as with other methods of skin treatment, there is risk of both temporary and permanent scarring at the treatment site. Scarring is very rare and it is important to follow all post-treatment instructions carefully.

Event description:
Patient developed an infection and delayed healing on her chin that resulted in a small scar.